Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a pre-operative rupture of 10.5 cm abdominal aortic aneurysm. It was reported that a follow up scan revealed a type ib endoleak. The physician stated that the endoleak was due to minimal seal in the distal common iliac. They further noted that due to the patient¿s endomorphic body habitus there may not have been enough distal seal at the initial implant and they were unable to see a distal type 1 endoleak due to the poor fluoroscopic image. The patient had an intervention. The right hypogastric artery was embolized and the endurant stent graft was extended into the right external iliac resolving the distal type I endoleak. No additional clinical sequelae were reported and the patient is currently stable and has been discharged from the hospital.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.